Event description:
In 2008, the pt called for educational assistance. During the call, the pt mentioned he turned off his insulin infusion device for a while because of a blood glucose reading of 65 mg/dl with his normal range being 180-200 mg/dl. He stated, he felt shaky and his eyesight was affected and he corrected his reading by drinking juice and eating crackers. He said this occurred after he overbolused for 2 fudgesicles he ate without looking at the packaging. He stated he has been having erratic readings and once had an elevated reading of "hi." He said he needed to adjust his carbohydrate ratio, and so had an appointment to see a new doctor. During troubleshooting, the pt stated, he has a build up scar tissue and the infusion set can be difficult to insert. Site rotation and insulin absorption were discussed with the pt. The effect of heat on insulin was discussed with the pt as he stated, he is out in the heat often. Troubleshooting did not find any product issues. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.